Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The patient's medical history included gout and pelvic pain. Concurrent conditions included obesity, atopy, joint pain and menorrhagia. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, removal of tubes and essure on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure´s removal was performed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is being submitted retrospectively following an internal review. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.